Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device in question was not returned. A sealed ar-8850 box was returned instead. No problem found.

Event description:
On 01/20/2022, it was reported by a sales representative via sems that an ar-8850 centerline¿ endoscopic carpal tunnel release instrument was dull, not sharp enough. It was noticed during a case but no patient was harmed. This was discovered during use with no impact to the patient.